Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 250 mg/dl from one meter and between 115-130 mg/dl from the other. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips were returned for evaluation. Replacement test strips were sent to the customer.